Event description:
A report was received that the patients battery depth was causing trouble charging. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.